Event description:
It was reported that, following a fall, the patient lost therapy. It was found that the lead had high impedance. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated.